Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("pain"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), adrenal insufficiency ("autoimmune disorder type of disorder: adrenal insufficiency (total faliure)"), rheumatoid arthritis ("autoimmune disorder type of disorder: possible ra"), multiple sclerosis ("autoimmune disorder type of disorder: possible ms"), kidney infection ("infection (other) describe: chronic kidney infection") and pituitary tumour ("tumor / teratoma / cancer type: pituitary") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight. Surgery (other) type of surgery: laser laparoscopy with fulguration of endometriosis. Concomitant products included clonazepam since 2011, hydrocortisone sodium succinate (solu-cortef) since 2012, hydrocortisone since 2012, metoclopramide hydrochloride (reglan) from 2013 to 2018, omeprazole since 2013, ondansetron hydrochloride since 2013, promethazine since 2013, salbutamol (albuterol hfa) since 2011 and salbutamol (bentolin) since 2011. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), cystitis ("infection (bladder/ urinary tract/vaginal) - type: bladder infection"), ureterolithiasis ("infection (bladder/ urinary tract/vaginal) - type: ureterolithiasis"), nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety secondary to unresolved health condition"), vaginal discharge ("vaginal discharge"), flank pain ("flank pain") and groin pain ("inguinal pain") and was found to have body temperature abnormal ("hormonal changes describe: never regulated body temp") and weight decreased ("weight gain / loss (specify which one) weight loss"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced kidney infection (seriousness criterion medically significant), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and upper respiratory tract infection ("infection (other) describe: upper respiratory infection / respiratory infections every since essure placement"). In 2011, the patient experienced memory impairment ("neurological conditions or problems type: memory issues"). In (B)(6) 2012, the patient experienced adrenal insufficiency (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant) and multiple sclerosis (seriousness criterion medically significant). In 2012, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced gastrointestinal ulcer ("gastrointestinal or digestive system condition type: ulcers") and feeding disorder ("gastrointestinal or digestive system condition type: unable to eat"). In (B)(6) 2015, the patient experienced endometriosis (seriousness criterion medically significant) and adhesion ("reproductive system disorder or condition type of disorder or condition: developed adhesion"). In 2015, the patient was found to have pituitary tumour (seriousness criterion medically significant) and experienced migraine ("migraines"), headache ("headaches"), contusion ("rashes or skin conditions type: bruises covering entire side of body corn no reason") and vascular access site rash ("rashes or skin conditions type: vascular rash never determined"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and laser laparoscopy with fulguration of endometriosis). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, endometriosis, adrenal insufficiency, rheumatoid arthritis, multiple sclerosis, kidney infection, pituitary tumour, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal ulcer, feeding disorder, alopecia, body temperature abnormal, cystitis, ureterolithiasis, upper respiratory tract infection, migraine, headache, nausea, memory impairment, depression, anxiety, contusion, vascular access site rash, adhesion, vaginal discharge, weight decreased, flank pain, groin pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, adhesion, adrenal insufficiency, alopecia, anxiety, bladder disorder, body temperature abnormal, contusion, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, feeding disorder, flank pain, gastrointestinal ulcer, groin pain, headache, kidney infection, memory impairment, menorrhagia, migraine, multiple sclerosis, nausea, pelvic pain, pituitary tumour, rheumatoid arthritis, upper respiratory tract infection, ureterolithiasis, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vascular access site rash and weight decreased to be related to essure. The reporter commented: she need an additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : events added from pfs- abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: adrenal insufficiency (total faliure), possible ra and ms, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: ulcers, unable to eat, hair loss, hormonal changes describe: never regulated body temp, infection (bladder/ urinary tract/vaginal) ¿ type: bladder, ureterolithiasis, infection (other) describe: chronic kidney and upper, respiratory infections every since essure placement, migraines / headaches, nausea, neurological conditions or problems type: memory issues, perforation (fallopian tube(s)), psychological or psychiatric problems condition: depression and anxiety secondary to unresolved health condition, rashes or skin conditions type: bruises covering entire side of body corn no reason, vascular rash never determined, reproductive system disorder or condition type of disorder or condition: endometriosis, developed adhesion, tumor / teratoma / cancer type: pituitary, vaginal discharge, weight loss, flank pain, inguinal pain, abdominal pain, did not undergo confirmation test. Concomitant drug, medical history, aka name were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.